Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire on (B)(6) 2015. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).